Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged death. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged death. Medical intervention was not specified. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed.